Manufacturer narrative:
As requested by the FDA UDI help desk team, this is a supplemental report explaining why the unique device identifier (UDI) information in section d4 of verathon's initial report submission was left blank. The subject device was manufactured and labelled prior to the UDI compliance date for class I medical devices. Therefore, and as confirmed by the FDA UDI helpdesk team, the UDI requirements for its associated MDR do not apply.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the connected glidescope video monitor would intermittently lose the image and display a message indicating that the laryngoscope was not connected. It was reported that the smart cable's hdmi connector was very loose when plugged into the disposable laryngoscopes. No delay during the procedure, use of a backup device, or harm to the patient was reported.